Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing of bd¿ nexiva hf y was separated from a adaptor during use.

Manufacturer narrative:
Investigation summary: DHR- the lot number was built/packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans. Qn: (B)(4) (kinked tubing) and qn: (B)(4) (missing print-pkg) were initiated during production. Disposition, root cause and corrective action were applied per quality plans. Received a total of 145 nexiva 20ga units. All units were within sealed packages from lot number: 8235504. All components of the units were intact. The extension tubings were manually pulled in an attempt to disconnect them from the winged adapter port: disconnection occurred on 14 of the assemblies received. Probable root cause-manufacturing: the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA #: 684099 has been initiated to further investigate this issue.

Event description:
It was reported that the tubing of bd¿ nexiva hf y was separated from a adaptor during use.